Manufacturer narrative:
A field service engineer (fse) visited the site and evaluated the instrument on 07/22/2016. The fse found that the power board had failed. The fse ordered a replacement power board to repair the instrument. The beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported an electrical burning smell and visible sparks from an allegra x-30r centrifuge. There was no visible smoke or fire reported. There were no injuries associated with the event. This report is being filed based on testing of the returned device component. On the date of this report, the component supplier informed beckman coulter that the power board assembly component had visible burn marks.